Event description:
Pt rec'd an overdose of dilaudid by hospira pt controlled analgesia device. Pump has been checked by electrical engineering department at our facility, and no device failures or anomalies were found during testing. Investigation into user error revealed that for the pump to have been programmed incorrectly in one area, it will not allow you to continue with our changing all settings to correspond; therefore, we do not believe there was a user error.